Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged and without a cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device would not fire after putting the first reload in it. The reload was discarded afterward, but the stapler was taken care of. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.